Event description:
It was reported that the lead was replaced due to impedance decrease (from 800 to 470 ohms) and intermittent capture. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was replaced due to impedance decrease (from 800 to 470 ohms) and intermittent capture. This was detected during a clinic visit. At the time of device changeout, indentations were noticed on the lead insulation. Additional information received on the event reported no output with the ipg and that a lead fracture was suspected; no patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found; full lead returned. No anomalies found. It was reported that the lead was replaced due to impedance decrease (from 800 to 470 ohms) and intermittent capture. This was detected during a clinic visit. At the time of device changeout, indentations were noticed on the lead insulation. Additional information received on the event reported no output with the ipg and that a lead fracture was suspected no patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Capture, intermittent, lead(s), fracture of, resistance, loss of.